Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a radical nephrectomy procedure on the third firing, without buttressing material, the device cut but did not staple. The device fired approximately one half to two-thirds of the complete firing and then stopped. The customer attempted to resolve the issue by flipping the battery and using the reverse button without success. The customer used the manual override to remove the device. It was unknown how the subsequent bleeding was controlled. There was no significant blood loss and no transfusion was required. Procedure was completed with a different ethicon stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56l0h. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.